Event description:
Additional information received from the healthcare professional (hcp) reported that an assessment included a "breakdown (mechanical) of implanted electronic neurostimulator (electrode) of brain, sequela." The patient was disappointed about this since he wanted to get an MRI for his back pain. He was supposed to see a neurosurgeon by the end of the month. The hcp did request the patient see if his neurosurgeon would be able to remove the lead or text him with no need for the MRI. The hcp was going to see the patient again in 3 months to evaluate him again and decide what they could do to help with this retained lead.

Manufacturer narrative:
Other applicable components are: product ID 3093-28, lot# va06neq, implanted: (B)(6) 2014, product type: lead.

Event description:
The healthcare provider (hcp) reported he had removed the patient's implant a month ago due to the patient's need for a back MRI. The MRI was due to back pain that was not related to the interstim. It was indicated the patient had good urinary relief for the first year and a half, which was later reported as two years. The patient's left lead was partially left behind. Additional information received 3 days later via the healthcare provider reported clinically, there was no loss of therapeutic effect. The patient tried to get an MRI but it was discovered there was still part of the lead. Sacral x-rays showed the distal part of the lead. Symptoms of the patient feeling incomplete bladder emptying was indicated on (B)(6) 2016. It was discussed with the patient regarding removing the remaining part of the lead under fluoroscopy. The distal end of the lead was very deep beyond the sacral bone (beyond the s3 foramen). On (B)(6) 2016, the patient went in for an attempt to remove the retained lead from his right s3. The patient was brought into the operating room and laid in supine position. His lower back was prepped and draped in sterile fashion. Some numbing medication was injected at the s3 lead entry point. The old incision was opened up to a longitudinal 1 inch incision. Sharp and blunt dissection was carried through to the subcutaneous fat. After digging through the subcutaneous fat and with the help of fluoroscopy, a small part of the lead was identified. After manipulating it and trying to remove it, the physician could only get a small part of the lead and the rest of the lead was still retained in the s3 foramen. The physician had tried for 2 hours to try and get the retained lead out with no success. The lead was very deep and interior to the sacrum bone. Multiple instruments including a right angle were tried, but the lead could not be obtained. The subcutaneous fat was closed using vicryl suture. The wound was irrigated with normal saline and the skin was closed using skin staple. Thirteen days later, it was noted the patient's lead could not be removed for the second time. It was noted other specified retained foreign body fragments remained. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. **unrelated information omitted pertaining to infection; see pe __.**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.